Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device is a concomitant. Please refer to manufacturer report, which captured the suspect device s/n (B)(4).

Event description:
It was reported that there was a suspicious death at the medical center involving infusion pumps that were allegedly being paused.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that there was a suspicious death at the medical center involving infusion pumps that were allegedly being paused.